Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified multiple instances of blade damage. On blade 1 there is less than 1mm of blade missing from the distal blade segment. On blade 2 there is 1mm of blade missing from the distal segment and 2mm from the proximal segment. On blade 3 there is less than 1mm of blade missing from the proximal segment of the blade. All blade pads were intact and undamaged. Tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). The artery was further described as diffusely diseased with dense fibrous plaque from the mid to proximal segment. The lesion was pre-dilated with a non-compliant balloon at high pressure. A 6mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon did not cross the diseased segment even after multiple attempts to cross it, due to the tight stenosis and the tortuous nature of the artery. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed blade damage.